Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device touchscreen became unresponsive for approximately 20 minutes, preventing the user from sliding to unlock until normal function resumed; the report was categorized as a hardware screen unresponsive issue, and real-time troubleshooting guidance was provided for any recurrence longer than five minutes. Symptoms included user anxiety without physiological symptoms. Outcomes included no blood glucose impact, no alerts or alarms, and no need for medical care. Investigation included complaint intake review and user education on troubleshooting steps. Investigation of this case revealed no confirmed device malfunction and no reproducible touchscreen fault at the time of contact. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user guidance provided for future assessment.